Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that the ventricular high-rate (vhr) correlate to the time when the coronary care unit called a code blue for the patient this morning. The event appeared to be clearly initiated by a paced premature ventricular contractions (pvc) which caused an r wave on t wave and flipped the patient into torsades via the "tele" strip recorded. The team initiated cardiopulmonary resuscitation until the patient received a shock from the cardiac resynchronization therapy defibrillator (crt-d). Reprogramming was done, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated a ventricular sense response issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 7001 lead implanted: (B)(6) 2007 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), it was suspected by clinical healthcare professional that a device algorithm (ventricular sense response (vsr) pacing or conducted atrial fibrillation response (cafr) initiated a ventricular fibrillation (vf) episode that was appropriately detected and treated. A review of the device data by technical consult team indicated that conducted atrial fibrillation response cafr would not increase pacing rate that dramatically, and vsr pacing could be a result of conducted af events, premature ventricular contractions (pvc), or potentially t-wave oversensing (twos) post ventricular pacing. The twos argument would be consistent with observation of r wave on t wave that was seen on telemetry but is difficult to confirm without electrograms (egm) data. The crt-d remains in use. No further patient complications have been reported as a result of this event.